Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy (peg) procedure performed on (B)(6) 2013. According to the complainant, during procedure, the wire loop on the end of the peg tube detached outside the patient prior to device insertion. Nothing detached inside the patient. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
(B)(4). The exact age of the patient is unknown however it was reported  over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed the pull wire to be threaded through the psmd and attached to the dilating tip wire loop of the delivery system. The dilating tip with wire loop was separated from the c-flex tubing of the delivery system and the distal end of the dilating tip was found to be bent. The button, sheath, red strip and suture were found to be intact on the delivery system. The complaint is consistent with the returned device that the one-step delivery system wire loop detached. It is most likely that user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be evenly distributed, therefore the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the  reported lot number 15159890.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy (peg) procedure performed on (B)(6) 2013. According to the complainant, during procedure, the wire loop on the end of the peg tube detached outside the patient prior to device insertion. Nothing detached inside the patient. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition was reported to be good.